Event description:
It was reported that during an unspecified procedure guidewire damage occurred. An amplatz super stiff guidewire was used and once in the patient, it was noticed that the distal section was damaged. The surface of the tip was partially detached. The entire device was removed from the patient. No detachment was reported.

Event description:
It was reported that during an unspecified procedure, guidewire damage occurred. An amplatz super stiff- guidewire was used and once in the patient, it was noticed that the distal section was damaged. The surface of the tip was partially detached. The entire device was removed from the patient. No detachment was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR updated. The device was returned for evaluation. The device presents the coil damaged along the distal end, the coil is separated from the corewire at 21.5cm approx. From the distal end, moreover the coil is elongated and bent at its distal side tip. The distal tip is not fractured. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).